Event description:
It was reported that the ultrafastfix failed to deploy. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. T1 remains in its pre-deployment position on the insertion needle confirming the non-deployment. T2 has been advanced forward on the insertion needle causing the suture to partially deploy. Device was tested for deployment using a rubber meniscus model, each t deployed as intended. No root cause related to the manufacturing process can be established. T2 non deployment as reported by the complainant could not be substantiated. Device history record review confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot.